Manufacturer narrative:
Results and conclusions summation- product performance engineering reviewed the incident information. Restenosis/occlusion, as listed in the device risk assessment and instructions for use is a known adverse event associated with coronary stenting, and is considered to be foreseeable and clinically acceptable in view of pt benefit. This known pt effect is not necessarily an indication of a product quality issue. The second rx pixel mentioned is being reported under the same MFR number.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that two pixel stents (2.25x18mm and 2.5x23mm) were implanted in 2006. During the follow-up, restenosis was observed within both of the pixel stents. Another company's stent was used to treat the restenosis. No additional event or pt information is available.